Event description:
A us distributor contacted zoll to report that a (B)(6) male patient had a bleeding rash at the lifevest therapy electrodes and ECG electrodes. Patient tried multiple creams and increasing garment changes. Follow-up indicates that the patient's physician ended use.

Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.